Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer reported possible moisture exposure from sweat to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive act, down arrow and up arrow buttons due to corroded keypad traces. No unexpected display anomaly was noted. No moisture damage was noted to the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker.